Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power does not turn on occurred due to faulty printed-circuit board. The cause of the defective g1 board could not be identified. It was also noted that the phenomenon of no image was not duplicated during device evaluation, therefore, root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to the defective power supply printed circuit board. The device evaluation found the screen was aged with a slight scratch, and the sockets in the rear panel were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor had no image and no power supply while being used in combination with the cv-290-evis lucera elite video system center. The issue was found during inspection before use. The diagnostic bronchial examination procedure was completed using a similar device without delay. There were no reports of patient harm.